Manufacturer narrative:
The following devices were also listed in this report after the inital MDR was submitted: triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# s4pdh; triathlon asymmetric x3 patella; cat# 5551-g-299; lot# ww97; size 4 accolade ii 127 deg; cat# 5515-f-602; lot# dulu. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the subject device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that: "the primary harm involved is infection of a primary tka without antecedent trauma. No risk factors specific to this patient were identified. Peri¿prosthetic joint infection is a known risk of this procedure. No specific causation in this instance could be established. Further records reviewed. Patient has multiple medical comorbidities which are risk factors for infection including chronic kidney disease and diabetes mellitus. There is no evidence for implant related complication." Device history review: the devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the event could not be confirmed nor the root cause could be determined. The provided medical information was submitted to a consulting clinician who indicated that the primary harm involved is the infection of a primary tka without antecedent trauma. Peri¿prosthetic joint infection is a known risk of this procedure but no risk factors specific to this patient were identified. No specific causation in this instance could be established. Additional records reviewed by clinician indicated the patient has multiple medical comorbidities which are risk factors for infection including chronic kidney disease and diabetes mellitus. There is no evidence for implant related complication. A CAPA trend analysis was conducted for the reported failure mode and concluded infection may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient's wife stated that the patient had a right knee revision due to infection. Patient had primary surgery with stryker devices on (B)(6) 2012. On (B)(6) 2016 patient was revised due to infection and an antibiotic spacer was placed. On (B)(6) 2017 the spacer was removed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient's wife stated that the patient had a right knee revision due to infection. Patient had primary surgery with stryker devices on (B)(6) 2012. On (B)(6) 2016 patient was revised due to infection and an antibiotic spacer was placed. On (B)(6) 2017 the spacer was removed.